Manufacturer narrative:
(B)(4). D10: middlehurst rt pm-tmj & model cat# tmjpm-0668 lot# 469570a . G2: united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a revision procedure approximately 11 years post implantation due to pain and fractured fossa screws which led to migration of overall implants. The surgeon plans to explant the implants, rescan the patient and redesign. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of the complaint and an investigation was conducted. 3ds is working on a design for a replacement tmjpm device and created an overlay, comparing the original plan to the 1 year post-op position of the implants. The fossa component is rotated counterclockwise approximately 4 degrees away from the planned position. The mandible component is translated approximately 2mm anteriorly and 0.5mm inferiorly away from the planned position. The scans show the fossa and mandible appear stable with no ectopic bone growth or other anomalies. The 11 year post op scan shows significant change in the fossa anatomy, with significant ectopic bone growth and 3 broken screws, as well as 1 potentially broken screw head, which may impact the stability of the implant. The most recent scanned mandible appears stable with no ectopic bone growth or other anomalies. The most recent scanned fossa position is rotated counterclockwise approximately 2 degrees away from the planned position. The most recent scanned mandible position is translated approximately 1.5mm inferiorly and rotated approximately 10 degrees away from the planned position. The reported event is confirmed, based on the 3ds investigation report and the overlay scans that are being used to design a new replacement tmjpm device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.